Event description:
This is to inform you that ge healthcare received a service request from (B)(6), USA, where a ge service employee was reported to have a small hernia following a service activity on an adac nm system on (B)(6) 2021. (B)(6) were disassembling table end covers and pedestal assembly. The fe felt discomfort/strain while removing the pedestal from table drive assembly. (B)(6) was operated as a medical treatment for the hernia. It was confirmed that there was no ge healthcare system involved that caused or contributed to the event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).